Manufacturer narrative:
Concomitant medical product: 5032 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was reprogrammed and remains in use. It was additionally noted that the implantable cardioverter defibrillator (ICD) had electromagnetic interference (emi) seen on stored electrocardiograms. The device remains in use. No patient complications have been reported as a result of this event.